Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600i synchron access clinical system was leaking. Customer technical support (cts) had the customer check the ion-specific electrode (ise) drawer and the customer found the flowcell not draining. No injury or operator exposure was reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and inspected the system. The fse found that the waste valve was occluded with a large clot. After clearing the clot, the waste began to drain. This resolved the issue.